Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to the system board-cpu daughter card vpowerfail circuit. There was no harm or injury reported.the device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to the system board-cpu daughter card vpowerfail circuit. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Manufacturer narrative:
On previously submitted report, section "additional narrative" in box h was incorrect, it should be - the manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to the system board-cpu daughter card vpowerfail circuit. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device is return back to customer site after service from service center. Now, machine working properly. Handed over the machine to customer in good working condition. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Also, on previously submitted report section "device serviced by 3rdp?" In box d, section "evaluation method code grid (1)", "evaluation results code grid (1)", "conclusion code grid (1)" in box h were incorrect. Section "device serviced by 3rdp?" In box d, section "evaluation method code grid (1)", "evaluation results code grid (1)", "conclusion code grid (1)" in box h has been updated/corrected in this report.